Manufacturer narrative:
This is report 3 of 3 filed under the same literature article. The subject device is not available.

Event description:
The interventional neuroradiology journal published a retrospective analysis of patients with intracranial aneurysms that were treated with balloon remodeling using transform occlusion balloon catheters from january 2013 to february 2014. Thirty-three patients harboring 36 intracranial saccular aneurysms were treated during 33 procedures. 11 men and 22 women with a mean age of 56 ± 13 years. The literature results documented two perioperative thromboembolic events and one technical complication during the use of the occlusion balloon catheters. In one of the two perioperative complications experienced with the occlusion balloon catheter, a patient experienced an occlusion of the inferior branch during treatment of a ruptured middle cerebral artery (mca) bifurcated aneurysm. The occlusion was promptly reopened with balloon angioplasty using the transform balloon, without distal migration of the clot or ischemic complication. In the second perioperative complication experienced with the occlusion balloon catheter (subject device), a patient experienced a reversible dysarthria post procedure. Diffusion-weighted imaging showed a small ischemic complication in the genu of the corpus callosum. A technical complication occurred in another case where a small perforation of the balloon occlusion catheter (subject device) occurred during the withdrawal of the microcatheter used for coiling. There is no clear explanation for the event, but it was noted in the article that it was likely that the balloon catheter was overinflated during preparation and testing, thus weakening the wall. No specific details associated with product part number and patient¿s status post procedure were provided.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. The subject device is not available; therefore, physical as well as a functional evaluation could not be performed. However, thrombosis and neurological deficit (dysanthria) are known complications noted in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The interventional neuroradiology journal published a retrospective analysis of patients with intracranial aneurysms that were treated with balloon remodeling using transform occlusion balloon catheters from january 2013 to february 2014. Thirty-three patients harboring 36 intracranial saccular aneurysms were treated during 33 procedures. 11 men and 22 women with a mean age of 56 ± 13 years. The literature results documented two perioperative thromboembolic events and one technical complication during the use of the occlusion balloon catheters. In one of the two perioperative complications experienced with the occlusion balloon catheter, a patient experienced an occlusion of the inferior branch during treatment of a ruptured middle cerebral artery (mca) bifurcated aneurysm. The occlusion was promptly reopened with balloon angioplasty using the transform balloon, without distal migration of the clot or ischemic complication. In the second perioperative complication experienced with the occlusion balloon catheter (subject device), a patient experienced a reversible dysarthria post procedure. Diffusion-weighted imaging showed a small ischemic complication in the genu of the corpus callosum. A technical complication occurred in another case where a small perforation of the balloon occlusion catheter (subject device) occurred during the withdrawal of the microcatheter used for coiling. There is no clear explanation for the event, but it was noted in the article that it was likely that the balloon catheter was overinflated during preparation and testing, thus weakening the wall. No specific details associated with product part number and patient¿s status post procedure were provided.